Manufacturer narrative:
Replacement poly inserts were requested for revision surgery. Revision was due to possible infection. Following revision surgery it was reported that no infection was evident but poly inserts were exchanged as a precaution. A review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
Replacement poly inserts were requested for revision surgery. Revision was due to possible infection. Following revision surgery it was reported that no infection was evident but poly inserts were exchanged as a precaution.